Event description:
It was reported no capture was indicated one day post implant of the pulse generator and lead. Consequently, the lead was tested, but results indicated the lead was functionally normal. Therefore, the decision was made to replace the generator. The generator was replaced uneventfully with successfully results no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable pulse generator was returned and analyzed. Primary analysis findings: no anomalies found. Visual examination of the connector block, grommets and setscrews found no anomalies. The device output was monitored for 20 hours using a fluke sigmepace 1000 pacemaker analyzer. The result was device passed, and further, no anomalies were detected.